Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the implantable cardioverter defibrillator is nearing electric replacement indicator (eri) after only two years of implant. Battery voltage (bv) of the device steadily declined. The patient was followed by private hospital and transferred to the (B) (6) hospital. Battery voltage was 3.0 and within approximately six months, bv declined to 2.75. One month thereafter bv read 2.64. The nurse reported pacing voltages were set at 2.0v/.5 in all chambers, and impedances averaging 500 ohms for all leads. Lifetime - one shock, one abort, pre-electrogram storage is off. The nurse further reported the patient's outputs are less than nominal, as the patient is receiving "only 60% pacing." As a result of this event, the patient will be scheduled for device exchanged, and the device in question will be subsequently returned for analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery had depleted quickly. It was further reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected data: changed adverse event to 'yes' and changed date of death to 'not applicable'. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.